Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department, the malfunction was duplicated and attributed to the color lcd cable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by the facility staff, the device's display showed vertical lines and clinical information was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.